Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that this unit pacing would not output above 140ma when higher energy was selected. There was no report of pt involvement.